Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the 1688 ccu glitched mid case, screen goes black, then the camera start screen returns. The camera buttons are all working properly but the camera box doesn't respond to the attempt to re-white balance. We were able to get the camera box to respond after a few attempts and no patient issues. Case completed successfully. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is an issue with the digital board component of the 1688 ccu causing the display to turn black and unable to white balance. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.